Event description:
It was reported the infix implant became unlocked. During the original surgery, the implant was put in and locked. The patient was turned in order to put in add¿l instrumentation. At that time, the surgeon noted the implant had become ¿unlocked¿. The patient was brought back to the operating room the next day and the implant was removed.